Manufacturer narrative:
(B)(4). Batch # m5675e. The analysis found that one plee60a device was returned in good visual condition and with an ecr60d cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a laparoscopic sleeve procedure on the second fire the device delivered only one row of staples on the patient side of the cut. The cut itself was complete with no issues. The staple line was sutured over. There were no patient consequences reported.